Event description:
It was reported that an asymptomatic patient presented in-clinic with pulse generator in backup vvi. During the interrogation, the device settings were unsuccessfully recovered due to normal elective replacement indicator. The device was explanted and replaced. The patient was stable before, during and after the procedure.